Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high definition lcd monitor had signal fails, turns off after about one minute of operation. The issue was identified during installation. There were no reports of patient harm.